Event description:
Pt with a lower back pain had a cold laser treatment. Dr recommended 9 separate treatments. Pt went 6 months without pain, then pain came back. Dr said he is only doing investigation research and not acting as a physician.